Event description:
During a low anterior resection the elc60 misfired on the third firing over the rectal stump. It fired halfway and would not continue. A second device was opened to complete the case. There was no consequence to the pt. 1/21/97 1356 message and 800# left for surgeon to call back. 1/22/97 1356 surgeon called back and stated he does not recall the specifics of the event. The concurred with rep explanation.

Manufacturer narrative:
H6; code 400: damaged firing mechanism/bent knife. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a broken firing belt. No conclusion could be reached as to how this damage occurred. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.